Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification.(B)(4)

Event description:
It was reported that the patient developed an ear infection in the pump pocket. The pump system was explanted on (B)(6) 2015 and will be returned for evaluation.

Manufacturer narrative:
When the device is returned and the investigation is complete, a supplemental MDR will be filed. (B)(4).